Event description:
It was reported that the customer had a damaged pump and was hospitalized on (B)(6) 2014. Customer stated that she had high blood glucose levels and was taken to a hosp. Customer stated that she had low blood glucose levels in the early morning and has been adjusting her basal. Customer's blood glucose level was over 600 mg/dl at the time of hospitalization. Customer was treated with insulin at the hosp. Customer treated with an IV drip and insulin. Customer stated that she was involved in a motorcycle accident last year and has been having shots in the back that may have caused some of the issues. Customer had diabetic ketoacidosis and was admitted and treated. Customer was not wearing the pump at the time of hospitalization. Customer declined troubleshooting. Customer has cracks on the left of the screen, right of screen reservoir area, and bottom of the screen. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).